Event description:
The straight long elite attachment was sent for eval due to overheating while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.